Event description:
The account alleged that the head would not lower unless the CPR was pulled. But when CPR is released, the head would run back up on its own.

Manufacturer narrative:
It was reported that the day after placement of a 55cm optease jugular delivery ivc filter was placed the filter was observed to be tilted approximately 90 degrees. There was no adverse event and the patient is in stable condition. The physician is considering the permanent placement or additional placement of a filter. The product remains implanted. Cds and the received procedural information were reviewed by an independent interventional endovascular radiologist. The reviewer reported that the event involves a (B) (6) female patient who had a left leg dvt. Venogram performed on the day of ivc filter placement confirmed thrombus within the infrarenal ivc. Thus, the treating physician decided to place a suprarenal ivc filter. This was performed from the jugular approach. Indications for filter placement was not provided but per the reviewer, it is assumed that the indication is dvt on anticoagulation or with a contraindication for anticoagulation. As per clinical report, the product looked normal prior to use and there were no problems encountered during deployment of the filter. The following day, the filter was observed to be tilted approximately 90 degrees within the ivc. The diameter of the ivc was noted to be 30 mm and it was determined that the filter had failed to be anchored and tilted in the interim since initial placement.observations: limited clinical information is provided. Two cd-roms containing images of a CT and of the implantation procedure are submitted for review. Images of the venogram show left iliac vein thrombus and significant occlusive thrombus within the infrarenal ivc. Subsequent images show a catheter extending into the suprarenal ivc from the jugular approach. On the preimplantation venogram, the ivc is noted to be wider than the 30 mm markers on the delivery catheter. By my approximation, the cava measures approximately 31 mm. Subsequent image shows deployment of a filter at the level of t12 within the suprarenal ivc. Images obtained from a cat scan of the abdomen and pelvis show the filter perpendicular within the suprarenal ivc. It is not clear whether the inferior and superior cones are intraluminal with severe tenting of the ivc or if these areas of the filter have perforated the ivc. There is a small amount of intermediate density fluid surrounding the ivc which is suspicious for perforation. The intrahepatic ivc is within normal limits. No other images are provided.impression: (B) (6) female status post suprarenal placement of an ivc filter. One day after filter placement the filter was noted to be tilted 90 degrees within the suprarenal ivc. CT findings confirmed the malpositioned filter. A small amount of intermediate density fluid is seen suggesting the possibility of perforation. Prior to filter placement, the ivc was noted to be wider than the 30 mm required by the optease filter instructions for use. The treating physician assumed that the filter had failed to be anchored and thus tilted. This is the most plausible scenario. This segment of the ivc was not well-suited for optease filter placement because of this potential complication. Further evaluation of this complaint is limited without additional clinical information and images. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot r1007184 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. An investigation was requested to ndc and the results indicate that all stents shipped meets specified release requirements. No nonconformance records were issued for this lot. No excursions were found for lot r1007184. Based on the reported information and the review of the provided images, it appears that procedural factors and vessel characteristics including vessel diameter contributed to the event. Based on the device history record review and the review of the received images, there is no indication that the reported event is related any device design or manufacturing issues; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.

Event description:
The next day, the 55cm optease for jugular delivery filter ((B) (4)) was observed tilted for approx 90 degrees. The diameter of the ivc was approx 30mm. It was considered the filter had failed to be anchored and tilted. There was no adverse event and the pt is in stable condition now. The physician is considering the permanent placement or additional placement of the filter. The ivc filter was placed above the renal vein since thrombus was observed up to just below the renal vein. There was no calcification and tortuousity in the ivc. Additionally, it was reported that there was no contraindications for anticoagulation. Prior to release, continuous fluoroscopy was used, and the intended location was checked and confirmed to be correct. No other problems were encountered during the procedure. Two cd copies of the procedure were provided.